Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 14mm from the strain relief. Inspection of the rest of the device found no other damage or defects. The reported kink was confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When adjusting the position of the closure device during the procedure, the proximal end of the was kinked. The procedure was completed with this was and the closure device was implanted. No patient complications were noted as a result of the event.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When adjusting the position of the closure device during the procedure, the proximal end of the was kinked. The procedure was completed with this was and the closure device was implanted. No patient complications were noted as a result of the event.